Event description:
The user facility has suggested that 24 days prior to notifications the instrument produced inaccurate readings "in some instances", which may have resulted in improper administration of anticoagulant to this pt which, in turn, may have contributed to bleeding in a very high risk pt. Despite requests, no further info regarding this event has been received and co is unable to clarify the relationship, if any, of this event and the instrument or the appropriateness of the use of this instrument in this particular setting. The reports provided by this user-facility are the only ones related to misadministration of anticoagulant and possible bleeding using the instrument. The MFR will continue to seek clarification of the event and provide follow-up as appropriate.